Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a breast augmentation procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle during the first pass. Another like device was used to complete the procedure. There were no adverse patient consequences reported. There was no medical intervention needed. No additional information was provided.